Event description:
Follow up identified that the ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg did not communicate with external devices following an unrelated surgical procedure. The ipg has been deemed inoperable. Surgical intervention may be pending to address this issue.